Manufacturer narrative:
(B)(4). The device was returned to baxter for evaluation under (B)(4). The device experienced a system error 105 during evaluation due to a broken motor mount screw head that was stuck between the gears. The motor assembly and screws have been replaced.

Event description:
This device experienced system error 105 alarms during testing when the device was returned by the customer for evaluation. No pt involvement.